Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had leaking issues occur with their insulin pump. The customer stated that the infusion sets were not able to stay in place and would leak insulin. Customer's blood glucose level was reported at 120 mg/dl. Product is being replaced. No further information provided.